Manufacturer narrative:
The insulin pump was received with no button error alarm. The pump had no button response due to moisture damage on keypad traces. The pump was unable to test for motor error alarm, unexpected motor noise or perform the displacement test due to no button response. No moisture damage was noted on electronic assembly or on motor. The motor passed motor test. The pump had a missing end cap sticker. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of high blood glucose readings and a button error on the insulin pump. The customer's blood glucose reading was 423 mg/dl. The customer treated with a correction bolus. The customer stated that the pump got wet and there was also a motor error. The customer stated that the pump vibrated after he took a correction. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.